Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated and has a damaged network jack. The field service engineer (fse) removed and replaced the network cable and rebooted the station. Device manager was accessed to clear all phantom devices, and the station was restarted to complete the recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyx-41-rehab the ethernet to the wall was damaged and bent. As a result, the pyxis was running slowly, and the main screen was beginning to crash. The customer attempted to resolve the issue by restarted the pyxis and checked the cables. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.